Event description:
It was reported to phillips healthcare that the heartstart mrx froze at opcheck during change/shock test. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.